Event description:
It was reported that the patient experienced persistent hyperglycemia (226¿267 mg/dl) despite correction attempts. No insulin was delivered due to a slightly kinked cannula, and no line blocked alarm occurred. The patient replaced the cassette, infusion site, and long tubing to resolve the issue. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.